Event description:
Ous MDR - thresholds and impedances have risen since the last follow-up on (B)(6) 2013. A lead defect is suspected. Both the ICD and the lead were returned for analysis.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mol1, 25 charge processes had been registered. The memory content of the ICD was checked. The analysis of the archive data showed an increase in the pacing impedances from 499ohm to 1220ohm and, in addition, an increase in the pacing threshold to 1.9v since (B)(6) 2013, which confirms the clinical observation. The signal sensing and the impedance measurement functions of the ICD were then checked. The signal sensing proved to be free of noise. The ICD sensed supplied signals free of interference. The impedance measurement functions reacted properly during testing. The tests revealed no anomalies that could be related to the clinical observation. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. The production documents of the ICD were reviewed. All manufacturing steps had been carried out correctly. There is no indication of a material defect or manufacturing error.